Event description:
Rep reported that the high impedance began on (B)(6) 2020. Rep stated that the colleague was aware on (B)(6) 2024 but is no longer with the company. Medical decision to upgrade to ins to provide better relief. No allegations for old ins. The device was returned.

Manufacturer narrative:
Continuation of d10: product ID 3708160 serial# (B)(6) product type extension product ID 3778-45 serial# (B)(6) implanted: (B)(6) 2011 explanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3778-45, serial/lot #: (B)(6), ubd: 20-aug-2015, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the lead was fractured/damaged/broken and there was a loss of stimulation/return of pain. Distal contact was fractured off and migrated cephalad. Imaging confirmed that fractured electrode could not be reached. Caller reports patient is scheduled for both leads and extensions replacement today. Caller reports per x-ray, there is one electrode, rep thinks its contact 8 has been severed and the electrode is floating around the base of patient's skull. Caller reports old impedance reading dated 2020 shows contact 8 have high impedance reading. The lead was removed but distal contact was fractured and remains in patient. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(6), was returned for product analysis. Analysis found the proximal end of the conductor was broken and the body outer insulation was consistent with metal ion oxidation (mio). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.